Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad¿s indicator illuminated green yet failed to charge the device and then became unresponsive, which led the user to switch to backup therapy and use an alternate qi charger that successfully charged the ilet and restored blood glucose to range. Symptoms included none. Outcomes included transient hyperglycemia above 180 mg/dl for about two hours without alerts from the ilet, no outside medical intervention, and assistance from a caregiver out of kindness. Investigation included troubleshooting with alternate power sources and confirmation that a different qi charging pad functioned. Investigation of this case revealed a charging function failure of the original ilet charging pad, consistent with a charger component malfunction, while the ilet itself operated when charged by an alternate pad. It was concluded, based on previously established findings for similar reports, that the cause was a faulty charging pad consistent with component failure.